Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [5000 mcg/ml] at a dose of 701 mcg/day and prialt/ziconotide with a concentration of ¿0.3 mcg/day¿ at a dose of 0.042 mcg/day. It was reported there was a potential infection at the spinal wound site. The patient had developed redness over the spinal incision site since his surgery on (B)(6) 2017 when he had a catheter and pump replacement. The hcp inserted a new catheter three inches above the former incision site and reconnected to the existing pump. There were no environmental/external/patient factors that led or contributed tothe issue. The hcp stated the patient¿s hygiene might have contributed to the spinal incision not healing well. The patient started on a course of antibiotics prior to the (B)(6) 2017 surgery to replace the catheter. The explanted catheter was discarded. The hcp did a stat culture and sensitivity from the pump pocket site intra-operation which came back negative with few white blood cells. The hcp also did a culture and sensitivity from the spinal incision site from the catheter incision site which appeared reddened. Results were positive for rods. After, the hcp implanted a new catheter approximately 3 inches about the previous spinal incision, he sewed a purse string around the explanted catheter site and copiously irrigated the spinal incision site from (B)(6) 2017 out with antibiotic solution. The representative followed up with the patient¿s wife on the day of report, and she stated wound care clinic was taking care of and monitoring the spinal incision site from (B)(6) 2017. The hcp stated the new spinal incision site and pump incision site appeared to be healing well today, post-operative day 1. The patient was currently on antibiotic bactrim. It was unknown if the issue was resolved at the time of the report. Other medications the patient was taking at the time of the event included trileptil, wellbutrin, adderall, lisinopril, celebrex, and hydrocodone. Patient medical history included hypertension, depression, anxiety, and reflex sympathetic dystrophy (rsd). The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from jazz pharmaceuticals (business partner) on 2018-feb-09 indicated the healthcare professional (hcp) did not know what xyrem was. It was noted that the adverse event was a wound infection after intrathecal pump revision surgery. The date of the event/onset was 2017 (B)(6). The cause was noted to be unlikely related to the prialt and cause was noted as surgical site infection. It was noted that the event was considered serious and medically significant. The event outcome was noted as recovering/resolving. The patient's pre-existing medical conditions/relevant medical history included complex regional pain syndrome. (Crps). The patient was receiving prialt 1.7456mcg/day and hydromorphone 1.2469mg/day. No further complications were reported/anticipated.